Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient¿s mobile application alarmed 'failure' after working two hours before. She initially received three low alerts but then the app failed to alert for a fourth low. She stated that her mobile device was incompatible with the g6 app at the time of the alert failure. She passed out at her office and an office-mate called 911. She was taken to the hospital by ambulance. She stated that she takes insulin but did not specify what treatment was given by emergency medical services (ems) or the emergency room (ER) for the hypoglycemia. She remained at the ER for 24 hours until her blood sugar normalized before she was released. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.